Manufacturer narrative:
(B)(4).

Event description:
The tear was a medial posterior vertical tear along the peripheral rim. It is possible that the device experienced excessive force while accessing the peripheral rim, causing the upper jaw to go "nose down." After observing the nose down the doctor manually reset the upper jaw and after resetting the upper jaw the doctor continued to use the device and experienced an upper jaw break. In this case, use of the device should have been discontinued after nose down event but the doctor reset the jaw and this is a causal factor the upper jaw break. All fragments were retrieved from the patient anatomy.